Event description:
Reporter states irrigation was difficult while in use and it was impossible to practice the irrigation by connecting to the fully-run intravenous injection line. Reporter states multiple episodes have occurred recently and some complaint samples were discarded due to severe contamination. The hospital discontinued use of the product. The device was tested and found that the irrigation hole was rough with the check-valve protrusion.

Manufacturer narrative:
Based on the available info, the event was deemed a reportable malfunction because a defective catheter funnel may lead to leakage of urine from the device which can pose the risk of contamination (with resultant infection) to pts using the device. It is expected that the device will be removed by a health care professional and replaced with a new one. An analysis on the returned sample showed that it met specification. No sign of very difficult irrigation in use was noted. No sign of roughness at the irrigation eye was observed. The balloon could be easily inflated with 40 cc of air via a luer tip syringe inserted into the valve. Inflation and deflation was easy and normal. The test was repeated by inflating the balloon with 45 ml of water and subjected to reverse flow testing and irrigation testing. The product was functional when tested. No additional info has been provided to date. Note: the actual date of event is unk, so the date used was the date convatec became aware.